Event description:
Richard wolf medical instruments corporation (rwmic) was notified by facility about an instrument that had smoke coming out of it during a procedure. Specifically, when device was plugged into generator a funny noise was heard and the smell of smoke was noticed. Device was immediately unplugged and replaced without incident. Procedure completed with minimal delay. No injury to patient or staff was reported. No similar issues reported have been reported to rwmic, on this product, in the last three years. A request has been sent to facility in order to gather additional information needed for this report, all information obtained has been added. Rwmic considers this report to be closed. If any additional information is received, information will be forwarded on to richard wolf (B)(4).